Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime test, seating test, basic occlusion test and force sensor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and the black and clear rubber piece of the reservoir compartment was came off . The customer's blood glucose level was over 600 mg/dl. The customer declined to troubleshooting for high blood glucose. The reservoir compartment was able lock in its place. The insulin pump will be returned for the analysis.